Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4)/211003699, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that nerve monitoring devices were not working properly. There was no patient impact.

Manufacturer narrative:
Model number: 8253002, serial number: (B)(4). Model number: 8253200, serial number: (B)(4). Model number: 8253002, serial number: (B)(4) analysis found there were no anomalies in the device. Model number: 8253200, serial number: (B)(4), analysis found that the fuse was missing. If information is provided in the future, a supplemental report will be issued.